Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss could not be tested as some of the components were not returned. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two prostyle devices after a neuro interventional procedure via a 7f sheath. Reportedly after each of the prostyle plungers were removed, there was no suture present. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.